Event description:
Information received by medtronic indicated that the insulin flow block alarm. Troubleshooting was performed and the customer reported it was a past event. Alarm did not occur during fill tubing. Issue resolved by complete set change. Customer reported high blood glucose. Blood glucose reading was 300 mg/dl. Customer reported symptoms were none. Customer was feature was inactive during reported event. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with cracked case corner of the belt clip rails near the battery compartment, serial number label stained, scratched case, and pillowing keypad overlay during the visual inspection. Thus software was utilized and downloaded trace/history files properly. In further full review found no, no delivery alarms in the pump history on event date. Pump passed the displacement test, rewind test, prime/ seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self test. No ¿no delivery alarm¿ during testing. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed functional testing. Unable to confirm high bg. Moisture damage found on the electronic assembly, motor assembly and force sensor. Customer alleged for no delivery/occlusion alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.